Manufacturer narrative:
The following other devices were also listed in this report: triathlon femoral distal augment 10mm - size 1 right; cat# 5541-a-102; lot# xugf. Triathlon femoral distal augment 5mm - size 1 right; cat# 5540-a-102; lot# aayi. Triathlon femoral distal augment 5mm - size 1 right; cat# 5540-a-102; lot# hzrs. Tri press-fit stem 11x150mm; cat# 5566-s-011; lot# m3n21h. Tri ts baseplate size 2; cat# 5521-b-200; lot# hpved. Tri press-fit stem 10mm x 100mm; cat# 5565-s-010; lot# m7h36a. No 2. Triathlon ts plus tibial insert x3 poly 13mm; cat# 5537-g-213; lot# mlnwd5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental.

Event description:
Explant right triathlon ts femoral, tibial and insert implant due to loosening. Replaced with triathlon ts femoral, tibial and insert implant and triathlon tritanium cone implant.

Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2016-02413. When available, investigation results will be submitted under this manufacturer report number.

Event description:
Explant right triathlon ts femoral, tibial and insert implant due to loosening. Replaced with triathlon ts femoral, tibial and insert implant and triathlon tritanium cone implant.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, dated pre- and post-operative x-rays, patient history, follow-up notes and examination of explanted components are needed to complete the investigation for determining root cause. If the devices and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Explant right triathlon ts femoral, tibial and insert implant due to loosening. Replaced with triathlon ts femoral, tibial and insert implant and triathlon tritanium cone implant.